Event description:
The customer reported that during a laparoscopic hysterectomy, the surgeon claimed the unit activated on its own without pressing the footpedal attached to the davinci robot. The pt outcome was described as negative and very serious, with the initial report alluding to burns. The pt was reportedly taken back to surgery and then was placed in the sicu. The generator was checked out and tested fine at the site. Covidien advised the site that a possible solution to prevent this type of event is to use bipolar cords that have a solid-plug connection which do not allow them to be erroneously connected to the monopolar port. The site contact was not able to provide info as to what type of foot pedal was in use during the procedure, the type of instrument that activated and created the burn, or add'l pt info.

Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the unit is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.